Manufacturer narrative:
Device not returned. Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. In this case, the p1 leaflet scarred to the edwards ring contributing to recurrent regurgitation and the need for explantation. The explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrativethe device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this annuloplasty ring was explanted after an implant duration of five (5) years, two (2) months due to an unsuccessful ring repair caused by regurgitation due to a failed posterior leaflet. The native mitral valve was myxomatous with the posterior leaflet repair failing due to ruptured neochords. Once the p-2 scallop was reconstructed, it exposed the severity of the p-1 scarring to the annuloplasty band. The annuloplasty ring and the native mitral valve were removed and a 29mm pericardial bioprosthesis was implanted. The patient was returned to the ICU in stable condition. Per the response from the surgeon, the reason for explant was not due to a device malfunction, nor did the device cause or contribute to the event.